Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three reloads. Visual examination noted that the each reload was received with a full complement of staples. Functional evaluation of the reloads found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic left hemi pancreatectomy, the surgeon pushed the green button of the device, and it did not fire. The surgeon needed to suture the bleeding area. A surgical intervention was needed to prevent a permanent impairment of a function. There was a tissue damaged on the pancreas and the procedure extended by more than 30 min.